Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g (contact information): address listed reflects the specification developer. Block h3: the phoenix catheter was returned intact to a non-philips guidewire. Visual inspection of the catheter found a damaged distal shaft. The guide wire could not be removed from the catheter, but damage was noted at the distal end of the guidewire. It is unknown if the physical damage observed on the catheter and guidewire were caused during the procedure or during preparation/transit for return. Block h6: based on the device analysis, the probable cause of the catheter getting stuck to the guidewire could not be established since it could not be taken apart to assess the catheter further. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix catheter was used in a peripheral diagnostic procedure in a severely calcified mid peroneal. The catheter worked fine; however, during removal, it got stuck on the non-philips guidewire, and had to pull everything out. The procedure was completed with no patient injury reported. This product problem is being submitted because the phoenix catheter and concomitant device were removed as a system; potential for harm.